Event description:
It was reported by the affiliate that during a lap gastrectomy procedure, both the hand button and the pedal did not work. When the user tried to activate the device the second time, the curved blade broke off from the device, outside the operative field. No adverse consequence to the patient.